Event description:
Allegations of smaller right breast, flu-like symptoms, fatigue, coughing spell producing white phlegm, myalgias in right thigh and arm, dry mouth and throat, raynaud's phenomenon and intermittent dizziness.